Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to a treat a moderately calcified and severely tortuous proximal cx lesion. No damage was noted to the device packaging or the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery. The inflation device was on neutral during delivery of the device. It was reported that the cx was severely angulated and the stent got stuck during delivery and the physician tried to remove the device but the stent dislodged. A snare was used to remove the stent from the patient. The physician attempted to deliver a drug eluting balloon into the position but this also failed to cross. The physician decided to leave the vessel alone. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
One still photo was received. Review shows a deformed and dislodged stent on a snare therefore, correction to fdc 67 previously assigned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.